Event description:
It was reported that the subject device had an error code e104 and there were black lines on the screen. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure "black lines on the screen" was confirmed and "error code e104" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device was broken, a noise image occurred. Based on the results of the investigation, and since the device malfunction " error code e104" was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to "black lines on the screen" and the newly identified malfunctions, the charged coupled device was broken and therefore a noise image occurred (accompanied by black lines on the screen). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.